Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported via itunes app store that the patient experienced inaccurate. According to the app store review, the patient was sent to the ed because the bg was over 500 mg/dl while the egv was 100 mg/dl. No patient information was provided. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.